Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. A pairing test was performed with the receiver and it passed. The log was downloaded and no errors were found. Functional testing was performed and there were no failures related to the customer complaint. The reported event of loss of connection was not confirmed. The complaint could not be confirmed because the receiver and transmitter did not pair successfully.

Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016, the patient experienced a loss of connection between the transmitter and receiver. No additional patient or event information is available.